Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to aortic expansion.

Event description:
It was reported, on (B)(6) 2015, the patient underwent endovascular repair of a thoracic aortic aneurysm using conformable gore® tag® thoracic endoprostheses. The patient tolerated the procedure. On (B)(6) 2017, follow-up imaging identified a new aneurysm on the distal end of the previously implanted tag device. The cause of the aneurysm is reported to be unknown, however, according to the report, the distal edge of the device lacked circumferential apposition to the aortic wall. No evidence of endoleak was identified on imaging. On (B)(6) 2017, the patient underwent an intervention to treat the aneurysm. An additional tag device was implanted for distal extension. Final angiography showed exclusion of the aneurysm and the patient was reported to have tolerated the procedure.